Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the loose biopsy channel port occurred due to physical stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus, model cyf-5, oes cystonephrofiberscope, to olympus for repair due to a report of a broken channel port. There was no report of patient or user harm associated with the problem. Upon inspection and testing of the returned device, it was noted that the biopsy port was very loose. This report is submitted due to the finding of loose biopsy port, identified during the device evaluation. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. The customer's originally reported issue was confirmed. During the evaluation the following additional findings were also noted: leak at instrument channel and biopsy channel leak, no image, and moisture at the eye piece body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.